Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) posted information via social media as follows: ¿I'm still recovering from a corneal ulcer I got from acuvue lenses.¿ no additional information was included. No patient contact information was included; unable to contact the pt for additional medical and product information. The event date is unknown. The lot number and the acuvue product is unknown. The product availability is also unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.